Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient left operating room on (B)(6) 2024 with heartmate 3, impella and rp flex. Post operation day 1, the patient had elevated lactate dehydrogenase (ldh) and liver function tests (lft) with concern for hemolysis. The patient had decreased hemoglobin overnight; they were transfused with product red blood cells and platelets and use od vasopressin. Day 2, the patient had volume removal with continuous renal replacement therapy (crrt) and severe surgical pain. Day 5, a head computed tomography (CT) was notable for subarachnoid hemorrhage. Day 6, epinephrine, levophed, vasopressors and dobutamine drops were continued. Gastrointestinal (gi) bleed was suspected; an endoscopy was performed, and it was notable for internal hemorrhoids. Day 7, there was no changes to the drops. Rp flex was increased to 7. International normalized ratio (inr) was trending up. Day 8, (B)(6) 2024, vasoplegia continued requiring intravenous (IV) bloused to maintain hemodynamics. Palliative care was consulted, and the patient was changed to do not resuscitate (dnr) status. They were admitted to hospice. The patient passed away on (B)(6) 2024. It was thought that the combination of their liver failure and the use of 3 devices (impella 5.5, rp flex and heartmate 3) around the same time and in conjunction contributed to hemolysis. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
Section a2: corrected. Section b3: corrected. Section h6, health effect - clinical code: 1994 - pain. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including hemolysis, hepatic dysfunction, stroke, bleeding, renal failure, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.